Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, the user reported recurrent low blood glucose (bg) events after recent diet changes, with difficulty understanding meal announcements. Despite resetting the ilet per hcp recommendation, low bg persisted. On follow-up, the user reported bg ranging from 39 mg/dl to 362 mg/dl, often treating lows by eating excessively without confirmatory finger sticks. The agent reviewed proper hypoglycemia treatment (15 grams fast carbs, recheck in 15 minutes) and recommended additional training. The user's lowest blood glucose (bg) recorded was 39 mg/dl. Bg was corrected by treating with fast acting carbohydrates. Symptoms included low energy and craving sugar. No medical intervention required or reported at the time of call.